Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing due to myopotentials. The sensing integrity counter (sic) was also seen to be elevated. Lead remains in use. No patient complications have been reported as a result of this event.